Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the observed issue of the inoperable analyze button. Physio then replaced the main keypad assembly and other unrelated parts. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Further component cause could not be determined.

Event description:
A customer contacted physio-control to report that their device had an event code logged in the device's memory. Upon evaluation of the customer's device, physio observed that the analyze button was inoperative. Without the functionality of the analyze button, the device would not be able to analyze the patient's rhythm for delivery of a defibrillation shock, if needed. There was no patient use associated with this event.